Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing (pptwos). The oversensing was noted on the stored electrograms (egm). Programming changes were discussed. No intervention or patient condition was reported.